Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Brand name not provided. Catalog and lot number not provided. Manufacturing date of device not provided. Device is unknown and not returning.

Event description:
It was reported that the healing abutment fractured in the implant. Implant was removed and replaced with a new one.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant and unknown healing abutment were returned for investigation. Visual evaluation of the as returned product identified abutment screw fragment in the implant drive feature. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and event. No pre-existing condition was noted in the per. The device was intended for an unknown/unreported tooth number. X-ray & picture evaluation: x-ray or picture images were not provided and no other information was provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ zimmer dental healing collars, healing screws, surgical cover screws, temporary gingival cuffs, and temporary abutments for use with zimmer dental implant systems, ifu9658 rev 2-10/19. Instructions for use ¿ tapered screw-vent and trabecular metal implants ¿ ifu4869 rev 9 ¿ 10/19. Information identified: indications and warnings. Per the applicable IFU, improper techniques and overloading may lead to device failure. DHR review: DHR review could not be conducted for the unknown healing abutment since the lot number was unknown. Complaint history review: complaint history could not be reviewed for the unknown healing abutment since the lot/item number was unknown. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.